Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that therapy was not always delivered and varied on position. The system was interrogated and showed high impedances on all contacts of the lead. It was noted that the patient had a fall onto his back within the past couple of months, but he wasn¿t sure of the date. Impedances were checked in various positions and they were greater than 10000 ohms when leaning forward, but some resolved when leaning backwards. The healthcare provider ordered an x-ray and the stimulator was turned off since it was providing no relief. The issue was not resolved at the time of the report.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) (B)(4)2020. It was reported the cause was not determined. It was suspected patient fall damaged lead, however no fracture was noted on x-ray. X-rays were taken to determine the integrity of the system. The patient had 2 electrodes with stable impedances when interrogated (B)(6) 2020. They were programmed on those two electrodes and they were able to achieve adequate coverage. If coverage becomes worse in the future, the patient follow-up with healthcare provider (hcp) . No further complications were reported/anticipated.